Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Investigation results of inner shaft broken. Investigation results: a partially deployed wallflex¿ biliary rx stent and delivery system were returned for analysis. Visual examination of the returned device found no damage on the outer sheath. However, it was noted that the inner shaft was kinked and broken. Functional analysis found that it was possible to deploy the stent. There were no other issues identified during the product analysis. The cause of the reported event and the noted device defects was most probably due to anatomical/ procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause for this complaint is operational context. A review of the device history record (DHR) revealed no non-conforming events or deviations. A search of the complaint database confirmed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a wallflex¿ biliary rx fully covered stent was to be used in the mid lower bile duct during a biliary stent placement procedure performed on (B)(6) 2017. Reportedly, the tortuosity of the patient's anatomy was "not necessarily severe." According to the complainant, during the procedure, it was noted that the stent failed to deploy. The stent was removed from the patient and the procedure was completed using another wallflex biliary stent. There were no patient complications reported as a result of this event. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the inner shaft was broken.